Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that a review of the pt history on the system monitor screen revealed multiple low speed events. A review of the log file data submitted to the MFR for analysis confirmed motor stopped and low speed operation alarms recorded. A request was made to the MFR to further evaluate the pt's percutaneous lead (lead).

Manufacturer narrative:
According to the additional info submitted to the MFR, the pt received a heart from a donor and was transplanted without issue. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.